Event description:
According to the reporter, they had a bravo capsule which failed to detach from the delivery device and the plunger broke apart from the catheter and the emergency breaking of the device was initiated to release it. There was no injury to the patient or user, no intervention was necessary and no repeat procedure was required. There was nothing unusual about the patient or the procedure, and it is not known if an endoscopy had been performed prior to the bravo procedure. Lubricant was used to facilitate placement of the capsule and no lubricant got into the capsule chamber. The device will not be returned for investigation.